Manufacturer narrative:
Dc bead was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Portal vein narrowing [portal vein stenosis], dilated bile duct [biliary dilatation], biloma/liver infarct [hepatic infarction], portal vein thrombosis [portal vein thrombosis] . Case description: initial information received on 18-may-2016: this literature case report was published in 2012 in the journal of hepatology by guiu b et al. With the title "liver/biliary injuries following chemoembolisation of endocrine tumours and hepatocellular carcinoma: lipiodol vs. Drug-eluting beads" and concerned 208 patients. The patient's medical history included non-cirrhotic endocrine tumours (net) or hepatocellular carcinoma (hcc). No information concerning concomitant medication was provided. Between jan-2003 and jun-2010, 208 patients (120 with well-differentiated metastatic non-cirrhotic endocrine tumours (net) and 88 patients with hepatocellular carcinoma (hcc) underwent transarterial chemoembolizations (tace). One-hundred sixty-one (161) procedures with drug-eluting beads (dc bead) were performed through a right femoral access with a 5-f catheter. Doxorubicin was loaded into 1-2 vials of dc beads, each containing 2 ml of hydrated beads, measuring 500-700 um, 300-500 um or 100-300 um. Of note 12 of the included 208 patients were treated with non-btg devices. At an unspecified date after the tace with dc bead 13 patients experienced biloma/liver infarct (net: 13, hcc: 0), 20 patients experienced portal vein thrombosis (net: 15, hcc: 5), 13 patients experienced portal vein narrowing (net: 9, hcc: 4) and 35 patients experienced dilated bile duct (net: 25, hcc: 10). Biloma/liver infarcts were associated with increase in serum levels of aspartate aminotransferase, alanine aminotransferase, alkaline phosphatase, and gamma glutamyl transpeptidase and the mean hospital duration range was from 3-26 days. The event biloma/liver infarct was treated conservatively using intravenous antibiotherapy, symptomatic treatment and close clinical surveillance. The outcome of the events is unknown. The author assessed the events of biloma/liver infarct, portal vein thrombosis, portal vein narrowing and dilated bile duct as related to the use of dc bead. The author did not provide a seriousness assessment but classified the events corresponding to increasing severity as follows: dilated bile duct, portal vein branch narrowing, portal venous thrombosis and biloma/liver infarct. The company assessed the event of biloma/liver infarct, portal vein thrombosis, portal vein narrowing and dilated bile duct as serious (hospitalization and/or medically significant). Case comment: biloma/liver infarct and portal vein thrombosis are considered listed as per dc bead instructions for use. Portal vein narrowing and dilated bile duct are considered unlisted as per dc bead instructions for use. In agreement with the authors, the company considered the events of biloma/liver infarct, portal vein thrombosis, portal vein narrowing and dilated bile duct are possibly related to the product, therefore this case is reportable. Of note 12 of the included 208 patients were treated with non-btg devices and it was not possible to determine which events occurred with btg devices and not with the alternative device. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Portal vein narrowing [portal vein stenosis]. Dilated bile duct [biliary dilatation]. Biloma/liver infarct [hepatic infarction]. Portal vein thrombosis [portal vein thrombosis]. Case description: initial information received on 18-may-2016: this literature case report was published in 2012 in the journal of hepatology by guiu b et al. With the title "liver/biliary injuries following chemoembolisation of endocrine tumours and hepatocellular carcinoma: lipiodol vs. Drug-eluting beads" and concerned 208 patients. The patient's medical history included non-cirrhotic endocrine tumours (net) or hepatocellular carcinoma (hcc). No information concerning concomitant medication was provided. Between jan-2003 and jun-2010, 208 patients (120 with well-differentiated metastatic non-cirrhotic endocrine tumours (net) and 88 patients with hepatocellular carcinoma (hcc) underwent transarterial chemoembolizations (tace). One hundred sixty one (161) procedures with drug-eluting beads (dc bead) were performed through a right femoral access with a 5-f catheter. Doxorubicin was loaded into 1-2 vials of dc beads, each containing 2 ml of hydrated beads, measuring 500-700 um, 300-500 um or 100-300 um. Of note 12 of the included 208 patients were treated with non-btg devices. At an unspecified date after the tace with dc bead 13 patients experienced biloma/liver infarct (net: 13, hcc: 0), 20 patients experienced portal vein thrombosis (net: 15, hcc: 5), 13 patients experienced portal vein narrowing (net: 9, hcc: 4) and 35 patients experienced dilated bile duct (net: 25, hcc: 10). Biloma/liver infarcts were associated with increase in serum levels of aspartate aminotransferase, alanine aminotransferase, alkaline phosphatase, and gamma glutamyl transpeptidase and the mean hospital duration range was from 3-26 days. The event biloma/liver infarct was treated conservatively using intravenous antibiotherapy, symptomatic treatment and close clinical surveillance. The outcome of the events is unknown. The author assessed the events of biloma/liver infarct, portal vein thrombosis, portal vein narrowing and dilated bile duct as related to the use of dc bead. The author did not provide a seriousness assessment but classified the events corresponding to increasing severity as follows: dilated bile duct, portal vein branch narrowing, portal venous thrombosis and biloma/liver infarct. The company assessed the event of biloma/liver infarct, portal vein thrombosis, portal vein narrowing and dilated bile duct as serious (hospitalization and/or medically significant). Additional information on 22-jun-2016: follow up information has been sought. As of 22-jun-2016 no additional information has been received. Case comment: biloma/liver infarct and portal vein thrombosis are considered listed as per dc bead instructions for use. Portal vein narrowing and dilated bile duct are considered unlisted as per dc bead instructions for use. In agreement with the authors, the company considered the events of biloma/liver infarct, portal vein thrombosis, portal vein narrowing and dilated bile duct are possibly related to the product, therefore this case is reportable. Of note 12 of the included 208 patients were treated with non-btg devices and it was not possible to determine which events occurred with btg devices and not with the alternative device. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Portal vein narrowing [portal vein stenosis]. Dilated bile duct [biliary dilatation]. Biloma/liver infarct [hepatic infarction]. Portal vein thrombosis [portal vein thrombosis]. Case description: initial information received on 18-may-2016: this literature case report was published in 2012 in the journal of hepatology by guiu b et al. With the title "liver/biliary injuries following chemoembolisation of endocrine tumours and hepatocellular carcinoma: lipiodol vs. Drug-eluting beads" and concerned 208 patients. The patient's medical history included non-cirrhotic endocrine tumours (net) or hepatocellular carcinoma (hcc). No information concerning concomitant medication was provided. Between jan-2003 and jun-2010, 208 patients (120 with well-differentiated metastatic non-cirrhotic endocrine tumours (net) and 88 patients with hepatocellular carcinoma (hcc) underwent transarterial chemoembolizations (tace). 161 procedures with drug-eluting beads (dc bead) were performed through a right femoral access with a 5-f catheter. Doxorubicin was loaded into 1-2 vials of dc beads, each containing 2 ml of hydrated beads, measuring 500-700 [?]m, 300-500 [?]m or 100-300 [?]m. Of note 12 of the included 208 patients were treated with non-btg devices. At an unspecified date after the tace with dc bead 13 patients experienced biloma/liver infarct (net: 13, (B)(6)), 20 patients experienced portal vein thrombosis (net: 15, (B)(6)), 13 patients experienced portal vein narrowing (net: 9, (B)(6)) and 35 patients experienced dilated bile duct (net: 25, (B)(6)). Biloma/liver infarcts were associated with increase in serum levels of aspartate aminotransferase, alanine aminotransferase, alkaline phosphatase, and gamma glutamyl transpeptidase and the mean hospital duration range was from 3-26 days. The event biloma/liver infarct was treated conservatively using intravenous antibiotherapy, symptomatic treatment and close clinical surveillance. The outcome of the events is unknown. The author assessed the events of biloma/liver infarct, portal vein thrombosis, portal vein narrowing and dilated bile duct as related to the use of dc bead. The author did not provide a seriousness assessment but classified the events corresponding to increasing severity as follows: dilated bile duct, portal vein branch narrowing, portal venous thrombosis and biloma/liver infarct. The company assessed the event of biloma/liver infarct, portal vein thrombosis, portal vein narrowing and dilated bile duct as serious (hospitalization and/or medically significant). Additional information on 22-jun-2016: follow up information has been sought. As of 22-jun-2016 no additional information has been received. Final assessment on 20-jul-2016: follow up information has been sought to further investigate the events but no new information has been received. After three follow up attempts the case is considered lost to follow up. No device failure has been identified as a result of these adverse events. It has been assessed that no corrective action is necessary at this time. This is a final report. Case comment: biloma/liver infarct and portal vein thrombosis are considered listed as per dc bead instructions for use. Portal vein narrowing and dilated bile duct are considered unlisted as per dc bead instructions for use. In agreement with the authors, the company considered the events of biloma/liver infarct, portal vein thrombosis, portal vein narrowing and dilated bile duct are possibly related to the product, therefore this case is reportable. Of note 12 of the included 208 patients were treated with non-btg devices and it was not possible to determine which events occurred with btg devices and not with the alternative device. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.